Event description:
Rptr has recently been diagnosed with a class 5 latex allergy by blood testing. Rptr has been around latex all her life as nurse's aid, firefighter/emt, CPR instructor and a pt with numerous medical procedures. Rptr now has asthma, chronic skin problems, beyond the scope of dermatitis, shortness of breath, facial burning and redness with severe peeling after exposure. Rptr is currently unable to work outside the home, because they don't feel well enough. Rptr has constant muscle aches and joint pain and tenderness. Rptr was "given a reaction" in the emergency room even though they told the staff no latex, and was wearing a bracelet. Rptr reacted to nasal cannulas and IV "ports/injections" and the hospital could not figure out what was wrong with her, even though rptr was hospitalized for 3 days.